Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, crossing difficulties occurred. Vascular access was obtained via the brachial artery. The concentric shaped target lesion was located in the non-calcified and severely tortuous left anterior descending artery. This 38 x 3.00 mm taxus liberte mr balloon catheter was selected and advanced to the target lesion. Upon advancing the taxus stent to the target lesion, the physician encountered resistance due to severe tortuosity. The device was removed intact from inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed that the stent was not returned with the device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis which consisted of a taxus liberte stent delivery system (sds) and no stent with no other devices. There was contrast in the inflation lumen and there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was loosely folded which is consistent of having some positive pressure applied. Magnified inspection presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).